Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during cardiac surgery and cardiopulmonary bypass (cpb) using a fusion oxygenator, high pressure excursion (hpe) occurred at the beginning of cpb at the 20-minute mark, and the pre-membrane pressure was over 350 mmhg. Albumin and epoprostonol were administered and the hpe was resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B.5.medtronic received additional information that pressure increased initially. Pressure was measured pre and post. Patients pre operative platelet count was elevated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.